Event description:
The customer reported false positive discrepant results for the cov2 target when running the alinity m resp-4-plex assay on alinity m system serial number (sn) (B)(6). Testid: sampleid: completed date: target: 169914, (B)(6), (B)(6) 2025, 37.85, 169910, (B)(6), (B)(6) 2025, 37.34, 169862, (B)(6), (B)(6) 2025 , 37.46, 169854, (B)(6), (B)(6) 2025, 37.98, 169850, (B)(6), (B)(6) 2025, 37.47, 169838, (B)(6), (B)(6) 2025, 37.77, 169834, (B)(6), (B)(6) 2025, 37.13. Sample ID (sid) (B)(6) was originally listed as a discrepant result but was later clarified that the customer reported the result as detected. Customer provided additional sids with questioned results. Testid: sampleid: completed date: target: 169830, (B)(6), (B)(6) 2025, 35.47, 169826, (b)(60, (B)(6) 2025, 38.57, 169822, (B)(6), (B)(6) 2025, 37.9. Customer repeated the test of sample ID 627350679359 and 627350679317, which generated not detected results. Customer did not report the questioned samples outside the laboratory. Customer re-ran these samples and informed the second result as not detected. There is no delay, impact or change of treatment reported. Customer did not believe the results of these samples due to patient history. Field service engineer (fse) performed environmental testing. Swabs came out positive for the amp detect unit (adu) pool, pipettor pool, centrifuge, worktable/racks, screen/sample input, waste integrated reaction unit (iru) drawers, iru pool, waste robot sleeve and drawers. Fse cleaned the instrument to resolve the contamination event. Fse also replaced the iru waste handler z-axis.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included a service history review, customer data review, a quality data review, and a complaint history review. Investigation is summarized as follows: service history review: the service history review of all tickets does not indicate any systemic performance issues related to the issue being investigated and the alinity m system sn (B)(6). Customer data review review of the customer data demonstrated that the assay software and the alinity m system (list 08n53-002) sn (B)(6) are performing as expected. Quality data review. CAPA / non-conformance review: a part specific keyword search report was performed for base list part 8n53 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part number 8n53 and the key words "false positive" and "cov2" were searched. The part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for base list part number 8n53. Complaint history review: complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the elements of this investigation, a product deficiency was not identified for alinity m system (list 08n53-002) serial number (sn) (B)(6).